Event description:
Reporter indicated that a routine office visit, the physician performed one successful interrogation; however, when he attempted to perform a lead test he received a fault message. Second lead test attempt resulted in same error message. No additional interrogations/device diagnostics were performed. The patient's family member reported that the pt had fallen recently and there had been a bruise on the edge of the generator site. The family member also reported that family member had not been able to notice much, if any, response during magnet stimulation. The ncp programming system was ruled out as the cause of the fault message. Further investigation revealed that original communication with generator at office visit was ok, but that the lead test resulted in high lead impedance reading. It was reported that the patient had a badly bruised chest and has had severe falls numerous times. At office visit in 12/01, interrogation of the generator revealed that the output current had reset to zero. Further investigation revealed that a fault error message had been received at previous office visit and that device was not re-interrogated afterwards as specified in device labeling, resulting in output current being reset to zero. Device was reprogrammed and all subsequent lead tests were acceptable. The high lead impedance reading obtained at previous office visit was erroneous. X-ray was reviewed by physician and no abnormalities were noted.